Manufacturer narrative:
Additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
Returned device was received in good physical condition but it had a scratched lcd lens. During the evaluation of the device, the lcd liquid leakage was confirmed. The lcd display will be replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with lcd damage and will not calibrate. There were no reported adverse events.